Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The guidewire used in the procedure was not returned for analysis. The guidewire passed through device with minimal resistance at the proximal waist of the balloon-shaft transition. The purpose of the wire insertion was to identify which lumen was punctured and if there was resistance to further determine if the puncture occurred to the outside or inside of the lumen. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to inflate to rated burst pressure; however, a slow leak was detected, and the device was found to have a pinhole puncture in the guidewire lumen 23mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderate to severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation at nominal pressure, the balloon burst due to calcification. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderate to severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation at nominal pressure, the balloon burst due to calcification. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition.